Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. This follow up corrects that information.

Event description:
(B)(4). The clinician reports that 5 months after the dental implant was placed non-osseointegration was observed. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reports that 5 months after the dental implant was placed non-osseointegration was observed. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 5 months after the dental implant was placed non-osseointegration was observed. The device will be forwarded to the manufacturer for investgation. There were no reported patient injuries or complications.